Manufacturer narrative:
Unit repaired by independent repair center. Irs received 10/2/15. Reason for repair is low o2 or yellow light. The key failure is a leaking pilot valve. The verification test 1 o2 purity was 87%. The underlying cause of the lower than expected o2 purity level documented in the irs is a stuck/not shifting pilot valve. Note: the unit's audible alarm is activated when the purity falls below 73%. Verification testing results provided on the irs indicate the o2 purity was at 87%. The unit audible alarm would not be triggered as they are above 73%. This is not a malfunction of the audible alarm system.

Event description:
The dealer states the unit has low o2 at 5 lpm, was well below 85% and not alarming. Independent repair center irs received 10/2/15. Reason for repair is low o2 or yellow light. The key failure is a leaking pilot valve. The verification test 1 o2 purity was 87%. The underlying cause of the lower than expected o2 purity level documented in the irs is a stuck/not shifting pilot valve. Note: the unit's audible alarm is activated when the purity falls below 73%. Verification testing results provided on the irs indicate the o2 purity was at 87%. The unit audible alarm would not be triggered as they are above 73%. This is not a malfunction of the audible alarm system.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the unit has low o2 at 5 lpm, was well below 85% and not alarming.